Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. Unit displays initialization screen and continuously resets without displaying trend graph or date/time set. Receiver download cannot be performed with receiver in this state. A visual interior inspection was performed and it passed. The receiver was opened and the ui-u1 pcba was detached to download the receiver log. The receiver log was downloaded and reviewed, no firmware errors related to complaint observed. A global receiver functional test could not be performed due to continuous initialization. The complaint of receiver initialization without a manual restart could not be confirmed. A root cause could not be determined.